Manufacturer narrative:
(B)(4). E1 initial reporter email address - (B)(6).

Event description:
It was reported that a dexcom app crash occurred. Performance data was reviewed. The allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.